Event description:
Customer reported the following: "time of event - +/- 4am. Infusion - tpn at 9ml/hr. Customer said that the volumat just switched off." Reporting due to unexpected switch off. No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. Unfortunately after several requests, no history log/device/replaced part was returned to brézins for further investigation. No other additional information were provided other than the event description. Due to this lack of information, the investigation could not be performed and no root cause can be identified. The reported event is not confirmed. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.